Manufacturer narrative:
Product ID: 3889-33 lot# v843954, implanted: 2012 (B)(6), product type lead. (B)(4).

Event description:
It was reported, the patient experienced a painful shocking sensation when the MRI machine was turned on. The MRI was stopped. The stimulation was not turned off prior to the MRI. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4).